Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 health effect - clinical code - e1907 viral infection.

Event description:
It was reported that a signal loss occurred. On 10/18/2024, the patient stated that the dexcom device was working as intended, however, at some point during the night, the sensor lost connection with her omnipod insulin pump. Therefore, the cgm device was not providing the patient with any cgm values. The patient began vomiting, had diarrhea, could not stay awake, was confused, and weak. The patient¿s mother took her to the emergency room. At the ER, the patient was diagnosed with diabetic ketoacidosis (dka), admitted to the intensive care unit (ICU), and was treated with an IV insulin drip. The patient was also given tylenol (1000mg within 6 hours). The patient¿s omnipod insulin pump was removed, but the dexcom sensor/transmitter remained on the patient. It was also reported that the patient was diagnosed with a severe viral infection that may have contributed to her dka diagnosis. After the patient was able to come off the IV insulin drip, the patient inserted a new site to restart her omnipod insulin pump. At some point, when connecting a new sensor to the insulin pump, the sensor failed. The patient was discharged on (B)(6) 2024. The patient was still recovering at the time of report. Performance data was reviewed. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 11/12/2024. The sensor was inserted into the hip, which is off label usage of the device. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). H2 additional information. H6: health effect - clinical code - additional. H6: health effect - clinical code e1907 viral infection.